Manufacturer narrative:
The reported events of sensing noise and mode switch could not be confirmed. The pacemaker was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed, including sensitivity test under field settings indicated normal device functionality. Visual inspection found no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2023-13810. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker and right atrial (ra) lead were over-sensing noise leading to inappropriate automatic mode switch (ams) episodes and pacing inhibition. The pacemaker and ra lead were explanted and replaced with alternate pacemaker and ra lead respectively. The ra lead was visualized bend after explanted. The patient's condition was stable.